Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose was 246 mg/dl. Customer reported they were able to clear the alarm and was not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to verify drive count or time values or changes incorrect for moving or coasting error due to constant no motor movement or negligible movement. Retries to free a stuck motor failed error.